Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging that the patient has pneumonia and heart issues. There was no serious patient harm or injury. The patient required no medical intervention. Based on the additional available information, the reported event of heart issue and pneumonia were reviewed, and both deemed as non-serious, non-reportable injuries; however, the pneumonia is possibly related to the product problem with the device and/or user error. These events are assessed as unrelated to the device in this case and therefore, are not a reportable injury. The device was returned to the manufacturer service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected and scrapped at the manufacturer service center during the device evaluation. There was no evidence of foam degradation; neither were any foam particles visible.